Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.488 miu/ml and was reported to the patient. The patient "did the test outside" and the result was positive. The sample was repeated in a sample cup and the result was 245.0 miu/ml with a data flag. The original sample tube was repeated and the result was 243.3 miu/ml with a data flag. The patient was not adversely affected. The reagent lot number was 177537 with an expiration date of 08/30/2015.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
On (B)(6) 2015, the customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for a second patient sample. The initial result was 0.348 miu/ml from the primary sample tube. The sample was recentrifuged and repeated in a sample cup and the result was 6.41 miu/ml with a data flag. The primary sample tube was then repeated and the result was 6.66 miu/ml with a data flag. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The patient was female, age 33 years, with a diagnosis of "abortion case".

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The discrepant results were not reproducible. A preanalytic issue was suspected as it was noted the customer was not following the tube manufacturer's recommendation for sample tube handling.